Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat a pseudoaneurysm near the left subclavian artery utilizing a gore® tag® conformable thoracic stent graft with active control system. Reportedly, during the procedure, physician checked under imaging and positioning looked good. There were no patient anatomical challenges. However, after deployment, it was noted that the left carotid artery was partially covered. Physician then added a gore® viabahn® vbx balloon expandable endoprosthesis. That resolved the issue with good blood flow and patient is doing well.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to branch vessel occlusion or obstruction. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Removed d1102- unintended use error caused or contributed to event and instead added d15-cause not established.